Event description:
It was reported that the patient previously had an unknown sling implanted. A new device aus artificial sphincter was implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Event description: analysis results, evaluation results and conclusion code.

Event description:
It was reported that the patient previously had an unknown sling implanted. A new device aus artificial sphincter was implanted. No patient complications were reported in relation to this event. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.